Event description:
The customer contact reported delay in critical therapy. It was reported the device had been programmed to deliver 20ml of an unspecified blood product through an "intraosseous site in the patient's leg" during a patient arrest and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the device sounded an alarm for "too high of a pressure." The delivery was stopped. The delivery was then restarted using the patient's "femoral line"; however, the device again sounded an alarm for "too high of a pressure." The cassette of the tubing set was removed from the device and the clinician attempted to "squeeze" the blood product by hand; however, the blood product could not be delivered due to "meeting too much pressure." After an unspecified length of time, the patient expired. No autopsy was performed. The customer contact reported, "we do not believe the pump contributed to the patient's death. We believe the child would have died based on the condition coming in." Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.